Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). In transit to service center.

Event description:
It has been reported by the biomed technician that during an unknown procedure, the coagulation was at the highest mode but the power was very low. Another generator had to be used to complete the procedure. No harm to the patient. The procedure was extended over thirty minutes.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the procedure has been provided to determine a root cause for this failure. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.